Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had issues trying to insert sensor. The customer states they started bleeding badly. The customer states they removed the sensor and held pressure on site. The customer states that after three hours, they were still bleeding. The customer states they went to the emergency room, where they were administered two shots to stop the bleeding. The customer's blood glucose level at the time of incident was 128mg/dl. The customer states the site is not actively bleeding. The customer states blood is visible on the sensor connector. The customer states they have inserted another sensor with no issues. The customer is being sent out replacement sensor. No further assistance was needed at this time.